Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6), 2011, a nurse reported to manufacturer that there was a vns patient who had a dcdc 7 found on their systems diagnostic test. The patient had changes in seizure their pattern for the last 6 weeks, with increased seizures tending to have two together some days. It is unknown if this is over the patient's prevns seizure rate. Their vns output current was 2.25ma. Output current limit ifi was no and no recent accident or incident known prior to the discovery of their high lead impedance. The site was advised to program the patient's output current to zero and perform x-rays to confirm a suspected lead break. Good faith attempts thus far have been unsuccessful in attaining any further information.